Event description:
Additional information was received on 27-jul-2020 from a healthcare professional (hcp) who reported that the volume filled and the volume programmed at the previous refill was 20 ml. No issue was found to clarify why the pump was empty when they were expecting 3.4 ml. A sideport tap was done by neurosurgery in the hospital with no abnormal findings. There were no patient reported external, environmental, or patient factors that may have caused or contributed to the issue. The cause for the pump being found empty was not determined. They were planning to follow the patient weekly to assess the residuals. The patient was hospitalized related to the event. The device was still implanted, and they were monitoring it closely. No further complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving intrathecal gablofen (concentration and dose unknown) via an implanted pump. It was reported the patient came to the office on the date of this report in acute withdrawal and was flailing and uncomfortable. It was noted the pump reservoir was empty. In further discussion the pump was not reading empty reservoir, but she was expecting 3.4ml and the actual residual volume (arv) was 0ml. It was noted there was nothing abnormal with the previous refill. The hcp had refilled the pump and was wondering about priming. Discussed no priming needed and the hcp was in a hurry and wanting to care for the patient. The event date was (B)(6) 2020. No further complications were reported.